Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, that the reported defect (damaged/broken device) was likely cause by wear and tear. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a therapeutic hysteroscopic mucosal myomectomy using the hf resection electrode for tissue cutting the loop broke and the distal end fell into the patient¿s body. The endoscope was immediately used to search for it, but it was not found. Also, fluoroscopy was used to detect the fallen device in the patient, but the device could not be located in the patient. As such, the procedure was delayed by 10 minutes requiring additional sedation. The surgery was performed using another loop. The patient's condition was continuously observed after the surgery. Follow-up received that the dislodged loop was not found using "dr equipment" (used for scanning) and confirmed that it did not remain inside the patient body. The patient was hospitalized for observation. There were no reports of patient harm. The patient was discharged normally and no impact to patient.